Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A return material authorization was issued to the customer requesting to have the device returned.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/ lymphadenectomy surgical procedure, electricity arced on the long bipolar grasper instrument near the tip and the area had flames along with the insulated covering being burned . The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm/injury to patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.the instrument was inspected prior to use and no damage was noticed. The arc ground near tip on insulated area. The issue occurred while dissecting. The instrument was connected properly, a covidien valleylab ft10 generator with cut/coag set to 4 was used. The instrument was in use for about an hour prior to the arcing event. Prograsp, monopolar scissor, camera, suction were the other instruments were in use at the time. The instrument tips did not collide with any other instrument or tool during procedure, the instrument tip(s) were in contact with tissue and did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. Isi did receive a da vinci product with an alleged issue and failure analysis is in progress.

Event description:
Refer to h11 for follow-up information.